Event description:
It was reported that the customer was taken to he hospital due to an over injection of insulin adminstered by customer. Customer stated that she forgot to disconnect from her insulin pump while changing her infusion set and reservoir. Customer refused treatment from the paramedics. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.